Manufacturer narrative:
Additional information: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during continuous renal replacement therapy, a prismaflex st150 set experienced "an entry of air into the circuit at this level occurred to the weld to breakage of the self-effluent bag (which was inflated with air)¿. This caused a leak at the effluent pump and the treatment was stopped after the blood was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.